Event description:
It was reported that the patient developed an suspected infection at the ipg site. As a result, the patient's system was explanted and the patient was treated with oral antibiotics to address the issue.

Manufacturer narrative:
Follow up revealed that - date of explant is reflected incorrectly in initial report, as the device was not explanted according to update received 18 feb 2019.

Event description:
Follow up revealed that the patient's scs system was discovered to not be explanted as previous reported.